Event description:
Per the clinic, the patient underwent a routine MRI with the internal magnet in place which resulted in the dislodging of the magnet and an infection. The surgeon replaced the magnet into the pocket without incident. The implanted device remains.

Manufacturer narrative:
Implanted device remains.